Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump boots to the verify screen with audible and vibratory features. Pump was exercised for 24hr duration period; no eaw¿s occurred during this time period. A ¿low battery¿ warning and a ¿replace battery¿ alarm were reproduced on the bench for the investigation. Both occurred at the correct voltage thresholds (vp = 125 replace battery and 125< vp= 135 low battery). Both recorded at the correct time and in correct order. Unable to duplicate the complaint. The battery compartment is cracked at the case seal. Battery cap was not returned. New test cap able to fully tighten to the pump and was used to complete all testing.